Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 192 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 160 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test as performed by the customer fasting and produced test results of 113 and 135 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/26/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is testing eight times a day (fasting) and the customer is taking metformin to control her diabetes. The customer stated that she has not made any recent changes in her diet, exercise regimen, or medication.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 192 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 160mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test as performed by the customer fasting and produced test results of 113 and 135mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/26/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 1:129mg/dl (B)(6) 2016 08:00 pm fasting: yes, 2:192mg/dl (B)(6) 2016 07:56 pm fasting: yes, 3:133mg/dl (B)(6) 2016 07:54 pm fasting: yes, 4:129mg/dl (B)(6) 2016 07:52 pm fasting: yes, 5:120mg/dl (B)(6) 2016 07:05 pm fasting: yes. The customer is testing eight times a day (fasting) and the customer is taking metformin to control her diabetes. The customer stated that she has not made any recent changes in her diet, exercise regimen, or medication.